Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), migraine ("excessive migraine headaches"), amnesia ("memory loss"), alopecia ("excessive hair loss"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, tooth disorder, migraine, amnesia and alopecia had not resolved and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, genital haemorrhage, migraine, pelvic discomfort, pelvic pain, tooth disorder and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jul-2017: summons received: reporter information was updated. Indication added. New events added: vaginal pain, severe cramping and heavy abnormal bleeding. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient has not underwent essure confirmation test". Concomitant products included oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), migraine ("excessive migraine headaches"), amnesia ("memory loss"), alopecia ("excessive hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, tooth disorder, migraine, amnesia and alopecia had not resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new events: dysmenorrhoea, vaginal haemorrhage, menorrhagia, device monitoring procedure not performed were added. Reporter, patient demographic information updated. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient has not underwent essure confirmation test". The patient's concurrent conditions included insomnia. Concomitant products included oral contraceptive nos. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), migraine ("excessive migraine headaches"), amnesia ("memory loss"), alopecia ("excessive hair loss"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, tooth disorder, migraine, amnesia and alopecia had not resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Fup 5 and fup 6 processed together. On (B)(6) 2018: pfs received. Concomitant conditions added. Fup 5 and fup 6 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.